Event description:
It was reported by the customer that during use on a patient, the device did not deliver defibrillation therapy. It was indicated that when the shock button was pushed there was a flash at the device end of the therapy cable that appeared to be arcing. The ambulance service was on scene with another device and the therapy cable was switched to it with the same result. At that time a different therapy cable was connected and the device functioned properly. The patient was successfully transported to the hospital. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy cable assembly was replaced and then proper device operation was observed through function and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the reported failure was caused by damage to the therapy cable.